Event description:
It was reported that 33 of the bd discardit ii 2-piece syringe do not slide properly making it difficult to withdraw or puncture a precise volume. The following information was provided by the initial reporter, translated from french to english: healthcare professionals are noticing that the plungers of the bd syringes of lot 1911149 do not slide properly, making it difficult to withdraw or puncture a precise volume.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-feb-2023. Investigation summary : a device history record review was completed for provided material number 309110 and lot number 1911149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) shelf carton of syringe samples was returned for evaluation by our quality engineer team. The samples were tested and functionality issues were detected, confirming the reported event. Although functionality issues were present, the samples otherwise appeared to be within specifications with values within product standards; therefore, an exact cause for the functionality issues could not be determined at this time. It is possible that irregular conditions of storage or use of the product after manufacture (medications used, high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that 33 of the bd discardit ii 2-piece syringe do not slide properly making it difficult to withdraw or puncture a precise volume. The following information was provided by the initial reporter, translated from french to english: healthcare professionals are noticing that the plungers of the bd syringes of lot 1911149 do not slide properly, making it difficult to withdraw or puncture a precise volume.